Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt was unable to connect to a monitor. The cause for the failure was isolated to bent pins on the trunk cable connector. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete functionality testing.